Manufacturer narrative:
The dampner and hose attachment were received on 02/24/1998. There was a visible kink in the hose near the fitting that is threaded into the dampner. It is possible that the hose fitting may have been over-torqued to remove the kink which may have stresssed or weakened the cap. The inspection record for this cabinet indicates an inspection date of 11/06/1994 and that it had been sold to a customer in san antonio, tx. There are no requests for service on this cabinet.

Event description:
Technician investigated report of lack of vacuum and pressure in cabinet. Was last inspected 8/29/97. When turned on pressure pump 2 1/2 inch diameter plastic pressure vessel schedule 30 "pvc" pipe exploded under approximately 120 psi pressure. Possible that tubing was crimped. The end cap fragmented. According to company current production of this item uses a smaller stainless steel pressure vessel. Plan is to replace these parts on other cabinets.